Event description:
Medtronic received info that while measuring pre-membrane pressures during the cardiopulmonary bypass procedure, this trillium coated oxygenator exhibited pressures in the range of 390-500, which was felt to be extremely high. Eval of the remainder of the circuit did not reveal any abnormalities. Therefore, the oxygenator was removed and replaced. There were no adverse pt effects reported.

Manufacturer narrative:
Analysis: upon receipt, visual inspection revealed body fluid contamination stains on the inner surface of the device. The device was decontaminated and forwarded for detailed analysis and performance testing. Next, the device was run with fluid at 7 l/min with 14 psi back pressure for 30 minutes; no external leaks were noted during this test. The device was then run with bovine blood at 7 l/min for performance testing. Measurements throughout these tests noted the following: o2 xferc was 357 ml/hg, typical results for a previously run, coated oxygenator is 365 ml/hg. Co2 xferc was 276 ml/hg, typical results for a previously run, coated oxygenator is 286 ml/hg. Blood side pressure drop was 142 mm/hg. Specifications state that pressure drop should be < 124 mm/hg. Conclusion: failure analysis testing confirmed this oxygenator exhibited high pressure; however, the cause for the high pressure could not be determined. The device was removed and replaced with no adverse pt effects. There are no trends for this issue and the occurrence frequency is within design expectations.